Event description:
Customer's father, robert called to a hospitalization due to low blood glucose. Customer current blood glucose reading is 293 mg/dl. Caller stated that the paramedics were called to treat low blood glucose, then transported to hospital. Customer's blood glucose reading at time of event was 126 mg/dl. Caller stated that insulin pump over delivered. The insulin pump delivered a bolus that was not programmed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.